Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014 due to pain and loose screws resulting in little bony ingrowth.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2014-08275/ -08276 & 08278/ -08280).